Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to an infection. No additional adverse patient effects were reported.